Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that during a thrombectomy in a dialysis patient with the vessel exposed, the catheter was prepared and inserted into the vessel. Attempts were made to inflate the balloon, but it had ruptured and would not inflate. Use of the catheter was discontinued, and a new device of the same type was used to successfully complete the procedure. No injury was reported to the patient.